Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple tower doors were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - encompass health rehabilitation hospital of round rocka review of the complaint history for sn 16045631 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16045631 was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that door produced clicking sound. The field service engineer (fse) powered down the station, accessed the panel, disconnected micro switch connectors, cleaned and applied grease to the micro switches, reconnected all components, secured the panel, rebooted the station, and verified successful door recovery. The system functioned as intended after the field service engineer repaired the device.